Event description:
The customer reported that the bedside vital sign monitor (bsm) had gas parameter displayed on the screen then the parameter cleared from the screen without user intervention or messages on bedside indicating a disconnection. They did some troubleshooting and the error message "check external device" appears. Ref MFR report 8030229-2014-00116.